Event description:
It was reported the subject device breaks while removing from the ultrasound bronchofibervideoscope. The issue was observed during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.